Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Concomitant medical products - lps flex femur catalog 00576401651 lot 61152461; tibial plate size 4 catalog 00598003702 lot 61137805; lps-flex fxd mld ef/3-4 14mm catalog 00596403214 lot 61112821; taper stem plug catalog 00596009900 lot 61146295; palacos bone cement catalog 00111214001 lot 67644195. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2012-01083, 0002648920-2017-00295, and 0001822565-2017-03244. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to pain. No additional information is known at this time.